Event description:
It was reported that a physician inserted a radius screws l4-s1. After an x-ray, the physician wanted to revise the left s1 screw. The physician used the simple driver to back the screw out. Only the inner part of screw and tulip backed out. It had screwed out of the outer shaft of the screw. The physician was not able to remove screw and tightened the two parts back together.

Manufacturer narrative:
Method: device not returned; results: since the reported device was not be able to be returned, the device inspection is not applicable. Conclusion: the plausible root causes of the reported event include (1) the insertion angle of the screw; (2) the bone quality of the patient.

Event description:
It was reported that a physician inserted a radius screws l4-s1. After an x-ray, the physician wanted to revise the left s1 screw. The physician used the simple driver to back the screw out. Only the inner part of screw and tulip backed out. It had screwed out of the outer shaft of the screw. The physician was not able to remove screw and tightened the two parts back together.